Event description:
It was reported that the patient underwent an open, left flank hernia repair procedure in 2008. During this procedure, the patient was placed under general anesthesia and a surgical mesh was used. The procedure went well. Postoperatively, the patient reported having intense pain and possibly nerve damage. The patient was seen by the operating surgeon on the following dates complaining of pain with the following interventions: two months later, (told to take ibuprofen 400 mg, three times a day for 7 days), in the same month, (given a 5cc 1% lidocain with .25% marcain injection just below the fascia), the following month. At the last visit in 2008, the patient was referred to a pain clinic. No further information was provided at this time.

Manufacturer narrative:
Date sent to the FDA: 11/14/2008. Pain occurred. Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.